Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max a pace=432 to 776 ohms peak between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max a pace=432 to 776 ohms peak between (B)(4)-2010 and (B)(4)-2010. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited oversensing and a drop in impedance. It was further reported that the patient received 'some inappropriate shocks,' and the lead exhibited rising impedances. The referenced lead is a competitor lead. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited oversensing and a drop in impedance. The device is still in use. No patient complications have been reported as a result of this event.